Event description:
It was reported that the patient presented for a device check, and it was noted that the device had episodes of non-sustained rv over-sensing (nsrvo). After further review of the episodes, the nsrvo was due to post-paced t wave over-sensing. Device reprogramming was made. There were no adverse health consequences to the patient.